Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was encountering a pop up message stated impedances out of range when attempting to enter into MRI mode. The physician was supposed to undergo spinal cord stimulation (scs) lead revision, however opted to explant the entire spinal cord stimulator (scs) system due to the difficulty of revising the cervical paddle lead. The patient was doing well postoperatively. The explanted device will not be returned per hospital policy.